Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump touchscreen became unresponsive, preventing normal operation despite troubleshooting, and a replacement device was arranged. Symptoms included no clinical effects. Outcomes included no reported impact to health or need for medical intervention. Investigation included remote troubleshooting and arrangements for device replacement and return for further evaluation. Investigation revealed a suspected device malfunction limited to the user interface/display subsystem consistent with a nonresponsive touchscreen, with no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the touchscreen interface.